Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. No ramping number on their own or scrolling bar moving anomaly noted. The insulin pump received with cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 113 mg/dl. Troubleshooting was performed. The device was returned for analysis.